Event description:
It was reported that the patient's blood glucose (bg) levels reached 21.4 mmol/l (385.2 mg/dl) while wearing the pod on the abdomen between 5 and 24 hours.

Manufacturer narrative:
The pod was received with the soft cannula deployed. Corrosion was observed on the pcb assembly. A crack was noted on the top housing, however it could not be conclusively determined if this crack contributed to the corrosion. Initial attempts to download the data from the pod were unsuccessful as measurement of the battery voltages found all three battery voltages to be lower than expected. An external power supply was attached to the pod to download the data. Inspection of the fluid path found a tear in the unexposed portion of the soft cannula which resulted in fluid leaking inside the device. This tear contributed to the corrosion observed inside the device and prevented the proper delivery of insulin. No other damages or manufacturing deficiencies that would prevent the delivery of insulin were observed. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.